Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor needs to be replaced to address the issue. There was evidence of dust and dirt contamination. In addition of the above evaluation, the blower assembly, blower bellows, blower mount, blower chassis plate, blower cap, tubing-fi02, tubing- system board, tubing-blower chassis, tubing- low flow 02, 2-cooling fan retainers, and muffler assembly will need to be replaced due to contamination and the internal battery door will need replaced due to physical damage, the software will need upgraded, which was not related to the malfunction/issue.

Manufacturer narrative:
Not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.